Event description:
It was reported to philips that the device is not switching on. There was reportedly no patient involvement.

Manufacturer narrative:
The bench tech evaluated the device and determined that the power pca(printed circuit assembly) needs to be replaced. The customer refused to repair the device due to high repair cost. The device returned to the customer site and no further evaluation is warranted at this time.